Event description:
Customer reported an intermittent loss of communication between the hypervisor central station and ambulatory transmitters. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the problem. Corrections included resetting the system and verifying the correct ip addresses and setup for the central station.